Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation and the balloon had been previously inflated. The guidewire patency was tested using an in-house 0.035" guidewire and the patency passed without issue. With the guidewire in place, an attempt was then made to insert the device into an in-house 6fr introducer sheath. The balloon was able to fully advance through the introducer sheath without issue. The balloon was then inflated and deflated without issue. The investigation is inconclusive, as the device passed patency testing with an in-house guidewire and sheath, however the reported conditions of use could not be recreated (i.e. Patient vessel). The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the pta balloon was difficult to retract through an a/v fistula anastomosis. Reportedly, the retraction difficulty caused extravasation at the arterial anastomosis site. The balloon catheter was removed and another was advanced and inflated to tamponade the area with outside pressure. The extravasation was resolved and the procedure was completed without further treatment. There was no reported patient injury.